Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had stopped functioning. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit had stopped functioning. The investigation is ongoing.

Manufacturer narrative:
It was reported that the unit had stopped functioning. Per good faith effort (gfe) response, the customer did not respond to the quotation for services. Therefore, no service or repair was provided by philips. The customer did not respond to the quotation for services. Therefore, no service or repair was provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.